Event description:
It was reported that there were no alleged product issues and no diagnostic testing was required. However, the physician noted that after the catheter revision (see manufacturer report #3004209178-2014-19546) the patient became infected. The location of the symptom or issue was initially reported as the catheter track. The type of the infection was reported as unknown. At the time of the report, the patient's status was reported as alive-no injury. Subsequently, the entire pump and catheter were removed. Further information provided that the wound breakdown started on (B)(6) 2014 with noted incisional wound opening. The primary location of the infection was now reported to be the lumbar region. Perioperative antibiotics and intravenous antibiotics were administered. However, it was also then reported that a culture was obtained from the lumbar region and cerebral spinal fluid and no organism was cultured. No cultures were ever positive for bacterial infection. Although, the catheter was exposed; therefore, infection ¿must be assumed.¿ reportedly, there was only wound breakdown and no identified infection. The products were discarded and would not be returned. The patient¿s status prior to the implanted products was noted as debilitated and post-operative wound or skin contamination. However, the infection was reported as resolved and the patient did not experience withdrawal or meningitis. This device system delivered baclofen. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: catheter. (B)(4).